Manufacturer narrative:
Associated device: 32 mm std lfit v40 head, catalog #6260-9-132, lot 7629803. Visual inspection of the returned devices shows visible wear of the poly insert. Device history review performed on the returned v40 head indicated the device was mfg and accepted into final stock. The lot ID on the insert could not be read. Complaint history review indicated there have been other reported events regarding poly wear for the system 12 inserts. A root cause could not be determined with the limited info provided. If additional substantive info becomes available, the results will be submitted in a follow up report.

Event description:
It was reported that, "the pt had massive lysis so the surgeon revised."